Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01130. The pt rec'd his scs system, including two percutaneous leads (from two separate lots) and an ipg, on (B)(6) 2009. It was reported that the pt did not have stimulation. Diagnostic impedance tests revealed high impedance readings. It was reported that the pt was reprogrammed, but several lead contacts still showed invalid impedance readings. No further info is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.